Event description:
It was reported that the customer received no delivery alarms on the insulin pump. Customer's blood glucose was 467 mg/dl. Troubleshooting was performed. During a fixed prime, insulin did not exit and a no delivery alarm was received. After disconnecting and reconnecting the reservoir and infusion set, customer was advised to push insulin through tubing with a plunger. Customer reported insulin did exit, but there was greater than normal resistance. Nothing further reported.

Manufacturer narrative:
Pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarms noted. Pump received with cracked battery tube threads, cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.